Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 28mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no sign of distal tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 33.2cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during product analysis.

Event description:
Reportable based on device analysis completed on 17 feb 2023. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 3.00 x 28 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a non-boston scientific device. There were no patient complications reported. However, returned device analysis revealed a hypotube break.